Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025 at 7:00pm, he started getting low readings of 80 mg/dl on his cgm and dropping every 5 minutes to 60mlg/dl and then it was 40 mg/dl. The patient did not check his bg because he started to feel tired and panicked. He drank 3 glasses of orange juice within 15 minutes, but he was still not feeling well. The patient called for an ambulance when cgm reading was 44 mg/dl and continued to drop. The paramedics checked his fingerstick and it was reading 475 mg/dl and the cgm reading was 44 mg/dl. The paramedic administered 7 units of novolog flex pen. The patient declined to be transported to the hospital since he was improving. At the time of the report, the patient was fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.